Event description:
Revision of hip arthroplasty after fracture of stem. Primary surgery took place 8/31/05. This event took place outside of the united states in australia.

Manufacturer narrative:
Device has not been returned for manufacturer evaluation.